Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated that they believed they may have had an episode where the pump shut off about a week ago. They did state however, that there were still "lights on" on the system controller. The ventricular assist device (vad) coordinator believes that the patient may have received a "red battery" five minute warning to change batteries alarm. Technical services reported that the log file only went back a couple days so they could not comment on any events from the prior week. They did not see anything unusual in the log file, but they did see that the patient was sleeping on battery power, so the theory that it may have been a hazard state of the battery causing the alarms was feasible.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump stop could not conclusively be determined as no pump stops were captured throughout the submitted log files. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 18:50:39 through (B)(6) 2022 at 12:22:56. No pump stops were captured throughout the log file. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No pump stops were captured throughout the log file. The pump appeared to function as intended. The account communicated that the patient had experienced an episode of a pump shut off. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07may2019. The heartmate 3 lvas IFU and heartmate 3 lvas patient handbook is currently available. The heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including pump stop alarms. No further information provided. The manufacturer is closing the file on this event.